Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The failure analysis lab found the pt802 transducer had recorded faults in the events log. The pt802 successfully calibrated not having effect on vte after calibration. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault, there is no patient involvement on the event.